Event description:
Customer reportedly obtained a result of 3.0 inr on the coaguchek s system while a comparison lab returned as 1.9 inr. Reporter states that patient was advised to increase warfarin dosage to 3.5 mg. No adverse event reported. Requested return of suspect system and replacement was sent.